Event description:
The initial reporter complained of discrepant inr results for 2 patients tested on coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 patient 2 result from the meter was 4.3 inr at 1:10 p.m. The result from the laboratory from a sample drawn "right after" the meter result was 3.0 inr. The result from the laboratory was believed to be correct and no changes were made to their warfarin dose. On (B)(6) 2022 patient 2 result from the meter was 6.5 inr at 1:15 p.m. The result from the laboratory from a sample drawn "right after" the meter result was 4.3 inr. The patient was advised to hold their warfarin dose based on the meter result; when the laboratory result was received the patient was advised to resume their warfarin dose with an adjusted dose (from 6mg daily to 3 days of 6 mg and 5 mg the rest of the days of the week). Patient 2¿s therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of monthly unless outside of their therapeutic range. On (B)(6) 2022 patient 1 result from the meter was 5.1 inr at 7:56 a.m. The result from the laboratory from a sample drawn at 8:00 a.m. Was 3.5 inr. The result from the laboratory was believed to be correct and no changes were made to their warfarin dose. Patient 1¿s therapeutic range is 2.5 ¿ 3.5 inr with a testing frequency of every 2 weeks.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations canoccur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.4- 3.6 inr): vial#1 qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr vial#2 qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.